Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. The customer's blood glucose level was 359 mg/dl. The customer administered a manual correction via injection. Additionally, the customer reported experiencing resistance while filling a cartridge with insulin. Reportedly, the customer would use manual injections as alternate insulin therapy.